Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) called the affiliate in (B)(4) to report the suspect acuvue oasys brand contact lens seemed to lack moisture on insertion. The pt experienced discomfort and foreign body sensation (affected eye was not provided). The pt continued to wear the suspect lens all day and reported eye swelling the next morning. Due to the eye swelling and tearing, the pt consulted an eye care provider (ecp) who diagnosed the pt with conjunctivitis and staining. The pt reported he/she has been in treatment since the ecp visit. On (B)(6) 2017 a call was placed to the pt and additional information was provided: the affected eye was the od. The pt reported the suspect lens seemed to lack moisture and experienced a foreign body sensation and tearing. On (B)(6) 2017 the pt went to an ecp and was diagnosed with conjunctivitis od. The pt was instructed to discontinue contact lens wear and prescribed cravit ophthalmic solution 1.5%, flumetholon ophthalmic suspension 0.1%, gatifloxacin ophthalmic solution 0.3%, and hyalein ophthalmic solution 0.1%. The pt was instructed to return to the ecp in one week. The pt consulted a different ecp on (B)(6) 2017 and was diagnosed with od corneal staining and blepharitis. The pt was prescribed gatifloxacin ophthalmic solution 0.3% and hyalein ophthalmic solution 0.1%; contact lens wear was discontinued and pt was advised to return to clinic when the eye drops were completed. The pt agreed to a medical interview for both treating ecp¿s. On (B)(6) 2017 a call was placed to the pts treating ecp¿s office and a representative provided the additional information: on (B)(6) 2017 the pt came to the clinic and was diagnosed with corneal epithelial abrasion od; pt ws prescribed gatifloxacin ophthalmic solution 0.3% and hyalein ophthalmic solution 0.1% both 3-4 times a day od; it was not noted if lens wear was discontinued. No additional information was provided. On (B)(6) 2017 a call was placed to the pt's treating ecp¿s office and a representative provided the additional information: on (B)(6) 2017, the pt came to the clinic and saw a different ecp: diagnosis: corneal ulcer and corneal erosion od infectiveness: admitted by findings culture: not conducted; focal site and size: whole of the cornea as well as pupillary area opacified; ulcer located in the central part; symptom: redness; va affect: admitted; va: od 0.6(0.03); treatment: gatifloxacin ophthalmic solution 0.3% and hyalein ophthalmic solution 0.1% both 3-4 times a day od; instruction to cl discontinuation: for about a month; instruction to rtc: around the time when the pt finishes using eye drops. On (B)(6) 2017, the pt had a follow-up visit: outcome: improved, pain od subsided. Symptom: opacity in central cornea remained. Va: not measured. Treatment: the same as last time; instruction to cl discontinuation: ongoing; instruction to rtc: around the time when the pt finishes using eye drops. The pt did not return to the clinic. The suspect product was discarded. A lot history review was performed for lot l002x97: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002x97 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.